Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient had a seizure in his dormitory. Prior to having a seizure, the patient did not have any symptoms and the cgm value was unknown. A resident at the dormitory called an ambulance. The patient was taken to the hospital and when they arrived, the nurse checked the bg and it was 60 points off from the wearable. The doctor advised the patient to remove the wearable. The patient was treated with sugar and had a CT (computed tomography) scan done. The patient went home the same day. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. It has been reported that there was a difference in readings of 60 points. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.